Event description:
It was reported the patient desaturated into the 40s due to an incorrect alarm parameter setting. This patient with a history of sleep apnea and obesity hypoventilation with non-compliant home bipap use was admitted to the ICU after a recent hospital stay for progressive delirium/encephalopathy. When the physician rounded on the patient, who was in isolation, in the morning, the patient's spo2 was in the 40s and 50s. The nurse was alerted, who noted the monitor was displaying an oxygen saturation in the 50s but there was no alarm generated. It was discovered the patient was obstructing her airway and the nasal cannula was checked; however, it was noted that oxygen had been turned down to zero. After turning oxygen via the nasal cannula up to 15l/min, the patient recovered and her saturations came up from the 60s to 100%. The oxygen was adjusted down, the patient was repositioned and placed on non-invasive ventilation due to chronic home use and was transitioned back to a nasal cannula throughout the morning. It was then noted the low alarm limit for spo2 was set to 45%, which was the reason for no alarm from the monitor. Per the attending physician, there was no harm to the patient from the event; however, there was a potential for severe harm if the alarm change had not been noticed. Investigation at the hospital revealed the primary nurse had gone on a break and the patient's monitor was alarming frequently due to poor waveforms on the spo2, patient agitation and frequent movement, and the patient pulling at the spo2 sensor. The nurse covering for the primary intended to set the lower limit for spo2 to 85% but set it for 45% instead. Prior to noting this incorrect change, it was indicated the patient interrupted the nurse and the nurse was called away due to needs of another patient. This caused the nurse to forget to switch the alarm parameter back to previous settings. The nurse also cited a delay after changing the alarm setting to when the setting actually takes effect and there wasn't a confirm button for a change. This alarm limit change was not noted at change of shift to day shift and the day shift nurse was new and just off orientation, so the alarm review was not performed after this change of shift. It remains unknown why the oxygen was turned off as charting indicated it was set at 3l/min. Based on this information, the extreme desaturation event if life-threatening for the patient so this event will be considered a serious injury. In addition, there does not appear to be a device malfunction but the serious injury was due to use error.

Manufacturer narrative:
The information provided was reviewed by philips clinical product support. The customer indicated there is a delay from clicking a change to alarm parameter and when it actually changes on the monitor (leading to an opportunity for someone to not realize that the alarm parameter had been changed). The logs indicate the users changed the limits at 04:30 in the morning from the pic ix, only a one second difference is seen between the setting change request and the monitor response. Spo2 alarm limits are changed in 1 % increments they would have had to click through several pages on the pic ix to go from 85 to 65 for desaturation (desat) and from 90 to 67 for spo2 low. There were several event of low oxygenation and desat alarms generated between 7:03 and 7:11 with spo2 values in the 40¿s and 50¿s which were silenced at the pic ix. At 8:36:31 there was another low oxygen episode with a desat and this was silenced in the room in approximately 10 seconds. The spo2 alarm limits were adjusted from the monitor at 8:44:13. It seems like the customer is requesting an enhancement for a confirm button for alarm limit changes. A philips onsite investigation did find a slight delay (1.5-2 seconds) at times when changing alarm limits at the pic ix; however, this did not happen every time or on every sector. It was noted if a user is in a hurry and selects rapidly, they may not see the initial selection change. It was recommended to users not rapidly select alarm limits in this way. Based on this information, the device performed as configured; therefore, the selection of the incorrect alarm limit was likely due to a combination of use error, alarm management, and clinical workflow. The customer is requesting an enhancement for confirmation to limit changes. Currently philips does not offer this, we do have the ability to prevent unauthorized changes with user authentication on ivpm release p and pic ix 4.0. With user authentication, only authorized users can make alarm changes when logged into the system. The investigation concludes that no further action is required at this time. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.